Manufacturer narrative:
Device was evaluated bv importer on (B)(6)2025. No problem was detected code 67. No device problem found code 213. A definitive root cause cannot be determined with the information currently available. Clinical electrotherapy devices can result in burns due to a wide variety of factors. It is possible the alternative brand of electrodes being used may not be suitable for clinical electrotherapy, potentially leading to hot spots. Additionally, internal damage to one or more lead wires could create intermittent contact when the wire is moved in a specific manner. Another possibility is that the electrodes lost proper contact with the skin due to hair, skin product, movement, or prior electrode usage. Given the multitude of potential causes, it is challenging to pinpoint a single root cause without additional information. The device did not exhibit any signs of the reported malfunction or any other product malfunction.

Event description:
While treating the patient on this device, at a fairly low intensity, the intensity of the device suddenly increased and maintained at a that high intensity. In concert with this event, the patient experienced a burn on their lower leg.

Manufacturer narrative:
We have communicated with the importer, this equipment has not been returned to the importer, the equipment has not been returned for analysis. We checked the same batch of DHR (device history records) and there were no high strength or instantaneous strength increases recorded in the DHR during production or testing. The cause of the customer complaint could not be determined because the device was not returned for analysis.

Manufacturer narrative:
This event was also reported to FDA by the importer under importer report no. 3012316249-2025-00007. (1) investigation methodology: manufacturer review of same-batch DHR (no recorded output deviations); the device was returned to the importer; the importer performed evaluation/testing and documented findings; we reviewed the importer's records and conclusions (refer to attachment). (2) failure mode/mechanism considerations: the device did not show signs of the reported malfunction and the complaint could not be duplicated. The importer noted that burns can occur under various clinical electrotherapy use conditions and identified plausible contributors including: use of an alternative brand of electrodes that may be inappropriate and create hot spots; possible internal damage to one or more lead wires causing intermittent contact when moved; and possible loss of electrode-skin contact due to hair, skin products, movement, or prior electrode usage/condition. (3) conclusions: no confirmed device malfunction according to importer report; the same-batch DHR review did not indicate manufacturing/test anomalies; definitive root cause remains inconclusive based on currently available evidence; the device will be retained and investigation documentation maintained for traceability and FDA inspection.